Event description:
Had coupon for complete r moisture plus multi-purpose solution, which had never used for my soft contact lenses. After about two weeks of use, I started with a lot of reddening and pain in both eyes. I saw my doctor and told that the only thing different I was using was the complete moisture plus. I was informed to stop wearing contacts for two weeks and to discontinue using the complete moisture plus. I had no further problems. I work at a small office and after telling my story, another lady said she had the same reaction with complete moisture plus. Today I hear about the cdc, about possible linkage to acanthamoeba keratitis.I believe complete moisture plus has something in it, that caused my eye infection and now with the cdc alert, I am sure it is unsafe for contact users. Dates of use: twenty two days in 2006. Diagnosis: eye infection. Event abated after use stopped: yes.